Manufacturer narrative:
(B)(4). This report was not confirmed. Based on the information gathered during baxter?s investigation, the root cause of the se 2240 was not determined. The lot number is unknown; therefore, a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
The home patient (hp) contacted global technical services (gts) regarding a system error (se) 2240 alarm which occurred on the homechoice (hc) during drain 6 of 10. The technical service representative (tsr) assisted the hp to cycle power to clear the alarm. The hp stated there was nothing unusual noted with the supplies. The hp elected to discard supplies and finish therapy with manuals. The hp confirmed to inform the nurse of the incident. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported.